Event description:
An aus device was implanted on 11/20/90. The cuff was revised on 3/26/91. The cuff was removed from the pt and replaced on 6/9/97 due to recurring incontinence and tissue shrinking.